Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a speedband superview super7 device was used in the fundus of the stomach during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician successfully deployed the first two bands. However, the third band was stuck and was unable to be released. The procedure was completed with another speedband superview super7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the suture to be intact and attached to the ligator head. The suture loop was noted to be not broken. Two ligation bands were deployed and the remaining five bands were in proper position on the ligator head. The ligator head teeth did not present any damage. The trip wire was kinked and it was not secured in the handle assembly slot; however, the proximal loop was retracted into the handle assembly. A functional evaluation of the handle was performed by turning the handle knob 180º and no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was not able to be confirmed. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a speedband superview super7 device was used in the fundus of the stomach during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician successfully deployed the first two bands. However, the third band was stuck and was unable to be released. The procedure was completed with another speedband superview super7 device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.